Event description:
Related manufacturer report number: 2017865-2025-14381, 2017865-2025-14382.

Manufacturer narrative:
Correction: updating b5 with related manufacturer report numbers.

Manufacturer narrative:
The reported events of no output, inability to interrogate and noise were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Correction: related report numbers previously in b5, updating h10 with related report numbers.

Event description:
Related manufacturer report number: it was reported that the patient presented to the emergency room with dizziness, shortness of breath, and arrhythmia. The pacemaker could not be interrogated and showed no pacing activity. It was also reported that the system exhibited noise. The pacemaker was explanted and the leads were capped on (B)(6) 2025. The patient was stable.